Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. This complaint is against the battery cap alone. The reporter stated that the battery cap could not be removed from the pump. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). The initial complaint is against the battery cap alone and the corrected information is k032257.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/21/2015 as follows: no damage was found to the returned battery cap or returned cartridge cap. No damage was found to the battery compartment or cartridge compartment. The returned caps were able to be fully tightened and were easily removed with no issues. Product analysis was unable to duplicate the initial compliant. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.